Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm and bilateral internal iliac arteries aneurysms using gore® excluder® aaa endoprostheses. This procedure focused on the right internal iliac artery aneurysm. A staged treatment was planned for the left internal iliac artery aneurysm. During this procedure, for the left limb, a contralateral leg was implanted in the left common iliac artery. On (B)(6) 2022, the planned staged procedure was performed to the left internal iliac artery aneurysm as the left internal iliac artery aneurysm was enlarged (the left internal iliac artery aneurysm was not in the treatment area of gore® excluder® aaa endoprostheses). During this planned procedure, a type ii endoleak was observed. The lumbar arteries (l4/left and right) and the iliolumbar artery were coil embolized. After all devices which were for the treatment of the left internal iliac artery aneurysm were implanted, an angiography revealed the type ii endoleak from the inferior mesenteric artery. The inferior mesenteric artery was coil embolized. The procedure was concluded. The patient tolerated the procedure.